Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16078. It was reported the patient lost stimulation and he had not charged his ipg in approximately 1.5 years. It was also reported the patient had ineffective stimulation, and he had to arch his back to get some relief. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Correction number: 162748707262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.